Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level in the 600's (mg/dl). Customer administered a manual injection to treat bg levels. System check with tandem technical support indicated pump was performing as intended. Reportedly, customer had already changed infusion set prior to call, and indicated that they would change out all supplies.